Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of less than 20 ohms on the right ventricular (rv) channel. Some episodes of noise were also observed on the rv channel even though it was not sensed. Surgical intervention was performed and the patient received a new subcutaneous implantable cardioverter defibrillator. The crt-d was left in situ and programmed to monitor only. No additional adverse patient effects were reported.